Manufacturer narrative:
The event was confirmed with radiographs received. Review of the radiographs identified: mild subluxation of the prosthetic head within the cup on the initial image as noted with subsequent revision and constrained liner placement. Osteopenia. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05536.

Event description:
It was reported by the hospital that a patient underwent revision surgery due to luxation of the hip. Attempts have been made and additional information on the reported event is unavailable at this time.